Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 2. Reference MFR. Report#3006705815-2019-00193 it was reported the patient was receiving an error on their patient controller. Diagnostic system testing indicated two low impedance values. Surgical intervention may be pending to address the issue.

Event description:
Further follow-up indicates the patient was explanted on (B)(6) 2019.